Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient was in the hospital on (B)(6) 2013 with symptoms of hyperglycemia; his blood glucose level was 145 mg/dl. He experienced chest and muscle pain, vomiting, and diarrhea. His doctor initially administered 8 units of insulin and then an additional 6 units of insulin at a later time. The patient was in the hospital for 6-7 hours. While at the hospital it was noticed that the cannula of the patient's infusion set was bent and the infusion device did not display any error or alert message. The used infusion set had been discarded by the patient. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.